Manufacturer narrative:
The device was returned for evaluation. The data log review confirmed the complaint. The cause of the placement signal issue/low pump flow was most likely sensor issues caused by sensor drift. The device passed all post sterile inspection criteria.

Event description:
The complainant reported that an impella rp flex had very low flow while supporting a patient so tissue plasminogen activator was added to the purge. Upon explant of the impella rp flex, biomaterial was observed.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Product complaint # (B)(4). The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.